Event description:
When this product was taken from it's packaging it was noticed that the outer catheter was broken. There is no information available as to the location of the break. The information states that there was no mishandling of the product prior to use and the packaging was intact. The product was stored correctly. Please note that the stent of the sds was inadvertently exposed by the qua1rap in transition. The product was not used in the procedure. The product will be returned for evaluation and testing.